Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found that the pump alarmed for a "door not fully latched" caused by loose link screws. During the evaluation, the screws were adjusted and the device performed as expected.

Event description:
It was reported that the door on a pump latches closed, however, the pump does not recognize the closed door.